Event description:
Case description: investigation result: novopen 4 - batch jvgs432 the product was not returned for examination. The batch documentation has been reviewed and found to be normal. No abnormalities relating to the observed problem were found. Actrapid penfill 3 ml 100iu/ml - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: -investigation result updated -device tab, EU/ca tab and device addendum tab updated -narrative updated accordingly final manufacturer's comment: (B)(6) 2021: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch trend documentation was reviewed and found to be normal. Product handling error such as needle re-usage, storing the device with needle attached between injections can affect the functionality of device and dosage delivered. With the limited information available it is not possible to identify clear root cause in relation to functionality of novopen 4. Incorrect usage of device led to hyperglycemia which was titrated with increased dosage; that could have led to hypoglycemic coma in this patient. H3 continued: evaluation summary investigation result: novopen 4 - batch jvgs432 the product was not returned for examination. The batch documentation has been reviewed and found to be normal. No abnormalities relating to the observed problem were found.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), admitted to ICU as her bgl reached 830 mg/dl [blood glucose increased], two parts of novopen4 are not connected well [device connection issue], a problem in the insulin pen [device malfunction], hypoglycaemic comma reached 42 mg/dl [hypoglycaemic coma], case description: this serious solicited report from egypt was reported by a consumer as "admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased)" beginning on (B)(6)2021 , "hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma)" with an unspecified onset date , "two parts of novopen4 are not connected well(device connection fit issue)" with an unspecified onset date , "a problem in the insulin pen(device malfunction)" with an unspecified onset date and concerned a 11 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid penfill (insulin human) solution for injection, 100 iu/ml (dose, frequency & route used-regimen #1- 16 iu, qd ((5iu +6iu+5iu), unknown, regimen #2- 27 iu, qd (9 iu +10 iu +8 iu),unknown) from unknown start date and ongoing for "drug use for unknown indication". Treatment medications included - lantus(insulin glargine). On (B)(6) 2021, the patient's blood glucose level reached upto 830 mg/dl and was admitted to hospital, later transferred to intensive care unit ( ICU) on (B)(6) 2021 and then transferred to normal care unit on (B)(6) 2021 for one week. It was reported that this happened due to a problem in the insulin pen. Later, on investigation, it was found that two parts of novopen4 were not connected well. A on (B)(6) 2021, the patient was discharged. As an action taken, the dose of actrapid was increased from (5iu +6iu+5iu) to (9 iu +10 iu +8 iu) and that caused hypoglycaemic coma in patient, where patient's blood glucose had reached to 50 mg/dl and then to 42 mg/dl which occurred on the last doses. The patient had not recently changed from another novopen to the current novopen. The patient was in general reuse the needles and the needle was attached to the pen in between injections. Batch numbers: novopen 4: jvgs432 . Actrapid penfill: requested; action taken with novopen 4 was not reported. Action taken to actrapid penfill was reported as dose increased. On (B)(6) 2021 the outcome for the event "admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased)" was recovered. The outcome for the event "hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma)" was not yet recovered. The outcome for the event "two parts of novopen4 are not connected well(device connection fit issue)" was not reported. The outcome for the event "a problem in the insulin pen(device malfunction)" was not reported. Reporter's causality (novopen 4) - admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased) : probable. Hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma) : unknown . Two parts of novopen4 are not connected well(device connection fit issue) : unknown . A problem in the insulin pen(device malfunction) : unknown. Company's causality (novopen 4) - admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased) : possible. Hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma) : possible. Two parts of novopen4 are not connected well(device connection fit issue) : possible . A problem in the insulin pen(device malfunction) : possible. Reporter's causality (actrapid penfill) - admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased) : unknown. Hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma) : possible. Two parts of novopen4 are not connected well(device connection fit issue) : unknown. A problem in the insulin pen(device malfunction) : unknown . Company's causality (actrapid penfill) - admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased) : possible . Hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma) : possible . Two parts of novopen4 are not connected well(device connection fit issue) : possible. A problem in the insulin pen(device malfunction) : possible. Since last submission, the case has been updated with the following: -lab data updated. -event stop date for " admitted to ICU as her bgl reached 830 mg/dl" updated. -outcome for hypoglycaemic coma updated. -suspect product actrapid updated to actrapid penfill. -reporter causality of actrapid penfill with hypoglycaemic coma updated to possible. - device narrative updated. -narrative updated accordingly. Preliminary manufacturer's comment: 06-nov-2021: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Product handling error such as needle re-usage, storing the device with needle attached between injections can affect the functionality of device and dosage delivered. Final conclusion has not been reached. Company comment: blood glucose increased and hypoglycaemic coma are assessed as listed events according to the novo nordisk current ccds in actrapid penfill. Relevant information on device investigation report is unavailable. Considering the technical complaint with novopen 4 and product handling error, could have led to hyperglycaemia and when the dose of actrapid increased, it has led to hypoglycaemia and its complication. This single case report is not considered to change the current knowledge of safety profile of actrapid.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia (admitted to ICU as her bgl reached 830 mg/dl) [hyperglycaemia]. Two parts of novopen4 are not connected well [device connection issue]. A problem in the insulin pen [device malfunction]. Hypoglycaemic comma reached 42 mg/dl [hypoglycaemic coma]. Case description: this serious solicited report from egypt was reported by a consumer as "hyperglycemia (admitted to ICU as her bgl reached 830 mg/dl)(hyperglycemia)" beginning on (B)(6) 2021 , "two parts of novopen4 are not connected well(device connection fit issue)" with an unspecified onset date , "a problem in the insulin pen(device malfunction)" with an unspecified onset date , "hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma)" beginning on (B)(6) 2021 and concerned a 11 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , actrapid penfill (insulin human) (dose, frequency & route used-28 iu, qd (9 iu +11 iu +8 iu), unknown and 25 iu, qd (9iu+8iu+8iu)),unknown) from unknown start date and ongoing for "drug use for unknown indication", on (B)(6) 2021, the patient had hyperglycemia with blood glucose level upto 830 mg/dl and was admitted to hospital, later transferred to intensive care unit ( ICU) on (B)(6) 2021 and then transferred to normal care unit on (B)(6) 2021 for one week. It was reported that this happened due to a problem in the insulin pen. Later, on investigation, it was found that two parts of novopen4 were not connected well. On (B)(6) 2021, the patient was discharged. As an action taken, the dose of actrapid was increased from (5iu +6iu+5iu) to (9 iu +11 iu +8 iu) with 18 iu of lantus and that caused hypoglycaemic coma in (B)(6) 2021, where patient's blood glucose had reached to 50 mg/dl and then to 42 mg/dl which occurred on the last doses. As an action taken the novopen was replaced along with decreasing the doses of actrapid and lantus to 9 iu+8 iu+8 iu and 15 iu respectively. The events of hyperglycemia and hypoglycemia were recovered since (B)(6) 2021. Batch numbers: novopen 4: jvgs432, actrapid penfill: requested and not available. On (B)(6) 2021 the outcome for the event "hyperglycemia (admitted to ICU as her bgl reached 830 mg/dl)(hyperglycemia)" was recovered. The outcome for the event "two parts of novopen4 are not connected well(device connection fit issue)" was not reported. The outcome for the event "a problem in the insulin pen(device malfunction)" was not reported. On (B)(6) 2021 the outcome for the event "hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma)" was recovered. Reporter's causality (novopen 4): hyperglycemia (admitted to ICU as her bgl reached 830 mg/dl)(hyperglycemia) : probable, two parts of novopen4 are not connected well(device connection fit issue) : probable. A problem in the insulin pen(device malfunction) : probable, hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma) : probable. Company's causality (novopen 4) : hyperglycemia (admitted to ICU as her bgl reached 830 mg/dl)(hyperglycemia) : possible. Two parts of novopen4 are not connected well(device connection fit issue) : possible, a problem in the insulin pen(device malfunction) : possible, hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma) : possible. Reporter's causality (actrapid penfill): hyperglycemia (admitted to ICU as her bgl reached 830 mg/dl)(hyperglycemia) : unlikely, two parts of novopen4 are not connected well(device connection fit issue) : unknown, a problem in the insulin pen(device malfunction) : unknown, hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma) : unlikely. Company's causality (actrapid penfill) : hyperglycemia (admitted to ICU as her bgl reached 830 mg/dl)(hyperglycemia) : possible, two parts of novopen4 are not connected well(device connection fit issue) : possible, a problem in the insulin pen(device malfunction) : possible, hypoglycaemic comma reached 42 mg/dl(hypoglycaemic coma) : possible. Since last submission, the case has been updated with the following: doses of actrapid and lantus updated, EU/ca tab (remedial action) updated, event blood glucose increase updated to hyperglycemia, stop date of hyperglycemia updated, stop date and outcome of hypoglycemia updated, reporters causalities for both events updated, narrative updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) admitted to ICU as her bgl reached 830 mg/dl [blood glucose increased] two parts of novopen4 are not connected well [device connection issue] a problem in the insulin pen [device malfunction]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. The patient's height, weight and body mass index was not reported. This serious solicited report from egypt was reported by a consumer as "admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased)" with an unspecified onset date , "two parts of novopen4 are not connected well(device connection fit issue)" with an unspecified onset date , "a problem in the insulin pen(device malfunction)" with an unspecified onset date and concerned a 11 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", medical history was not provided. On an unspecified date, the patient was admitted to intensive care unit ( ICU) for a whole day and then transferred to normal care unit for one week due to the fact that her blood glucose level reached 830 mg/dl. It was reported that this happened due to a problem in the insulin pen. Later, on investigation, it was found that two parts of novopen4 were not connected well. Batch numbers: novopen 4: jvgs432. Action taken with novopen 4 was not reported. The outcome for the event "admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased)" was not reported. The outcome for the event "two parts of novopen4 are not connected well(device connection fit issue)" was not reported. The outcome for the event "a problem in the insulin pen(device malfunction)" was not reported. Reporter's causality (novopen 4) - admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased): probable. Two parts of novopen4 are not connected well(device connection fit issue) : unknown. A problem in the insulin pen(device malfunction) : unknown. Company's causality (novopen 4) - admitted to ICU as her bgl reached 830 mg/dl(blood glucose increased): possible. Two parts of novopen4 are not connected well(device connection fit issue): possible. A problem in the insulin pen(device malfunction): possible. Preliminary manufacturer's comment: 01-oct-2021: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached.